Event description:
As reported, while inserting the probe in the biopsy channel user felt resistance and when withdraw the probe came apart. The distal part tip of the device broke. The issue found during an unspecified procedure. No pieces fell into the patient. The procedure was completed with a different device. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Olympus performed a visual inspection on the as is received condition of the device; observed near the hemostasis tip the gray tubing was damaged and torn. There were two blue wires which were exposed due to the gray tubing being damaged and torn. The area which was damaged was examined under a microscope and olympus verified that the torn area had uneven edges. Olympus further inspected the female luer as well as the electrical connector and there were no signs of physical damage or discrepancies. There was a portion of the gray tubing which had multiple heavy kinks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most possible cause of the tip being damaged could likely be attributed to mishandling and using the device through ranges of resistance and stresses that are excessive as there a signs of heavy kinks in the gray tubing. The following is stated in the instructions for use which can prevent the event: "do not use the device if resistance to insertion is encountered. Reduce the angle or lower the forceps elevator of the endoscope until the device passes smoothly." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.